Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer the cs100 intra-aortic balloon pump (iabp) had an autofill failure alarm. No one was harmed onsite.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported by the customer that before use cs100 intra-aortic balloon pump (iabp) had an autofill failure alarm. No one was harmed onsite.

Manufacturer narrative:
Updated field: b4, b5, d9, e1 (initial reporter, event site email), e2, e3, g2, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions),h10. It was reported that the cs100 intra-aortic balloon pump (iabp) had a issue of autofill failure. There was no patient involvement. No one was harmed onsite. A getinge field service engineer(fse) as per customer request checked all functional test found all ok and no error founded. Unit handed over to the customer in working condition(unit kept under observation for a week).* observation completed, once again checked all functional test found all ok unit handed over to the customer in good working condition.